Event description:
It was reported that, "during extracting the cutting block from the femoral bone one of the pins/pegs remained in the bone. An approximate 2-3mm piece was sticking out of the pt's bone and was removed."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.